Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 8 atms on the second inflation. (The number of atms reached on the initial inflation is unknown.) The lesion being treated was a calcified, 90% stenotic lesion in the mid lad. No patient injuries or complications were reported. Patient status is listed as "fine."